Event description:
Natrelle inspira srf implants sn (B)(6); on (B)(6) 2021 significant inflammation throughout - eyes, throat, skin, lungs, itching, joint pain, fatigue, visit to (B)(6) florida - bone marrow biopsy and multiple blood tests; neutropenia, anisocytosis, reticulin fibrosis, eosinophilia, lymphocytosis. All markers that precede cases of myelodysplastic syndromes and leukemia. I was told to remove my breast implants at once and today I am searching for a physician. The cost of this procedure stars at (B)(6) dollars. I do not have the funds for this procedure, and I am outraged at the manufacture of the breast implants for not providing a warning to advise people of the possible risks so that they can factor in these possible causes of severe disease and possible death before making such an important decision as to implanting their products years of being sick - the doctors are not sure if after removal of the implant. If my symptoms and significant conditions with my blood cells - will improve or not. I have multiple years of blood tests after implanting the silicone breasts- showing what these implants caused with regard to significant inflammation and the damage to my blood cells and health overall. Reference report: mw5166831.